Event description:
Follow-up identified the patient underwent surgery on (B)(6) 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation. Diagnostic testing revealed high lead impedance measurements. In turn, surgical intervention was undertaken during which the lead was explanted and replaced. Effective stimulation was restored following the procedure. Note: lead details have yet to be retrieved. In addition, the exact date of surgery is unknown.